Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. Data was received, but does not reflect full investigation window. Confirmation of the complaint was undetermined. The probable cause could not be determined via data.